Manufacturer narrative:
Investigation summary: impella cp + purge cassette returned for investigation. The pump was investigated. The sterile sleeve and tuohy-borst valve had dried blood on them. No damage to the sterile sleeve, cannula, tuohy-borst valve, or the blue hub were noted. It was seen that the blue suture hub had dried blood on it from all sides. No other abnormalities were seen. Access site adverse event: based on the clinical details, oozing was noted from the impella access site, which subsidized after changing the angle of entry. The blue hub was noted to appear partially under the tissue. The root cause of the access site bleeding was most likely use related as the blue hub was partially inserted in the skin and the initial angle of insertion was improper as noted from the clinical details, and product evaluation confirmed the bleeding around the suture hub. Bradycardia: clinical details mention that the patient suffered from bradycardia on 20 and 21 oct 2025. In order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pain: clinical details mention that the patient was complaining about pain at multiple sites while on impella support. The root cause of the injury was not determined due to insufficient clinical details. Device history lot. Device lot: 1967742. Device history batch. Subcomponent lot: n/a. Device history review: pump #621663 passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was implanted with an impella cp and experienced an abrupt rhythm change to wide complex bradycardia and oozing from the impella insertion site. The patient also complained of pain at multiple sites. The impella blue hub appeared to be partially under the tissue so the angle of entry was adjusted. The patient was transfused one unit of blood. The patient was successfully weaned from the pump and survived.